Event description:
It was reported that the lead was damaged during implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer tubing overlay was breached cut. It was also noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix mechanism and the lead was damaged at implant.